Manufacturer narrative:
Date rec'd by MFR: 18jun2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was advised to perform a successful (performance verification test) pvt before placing unit into service. The customer could not duplicate but codes 1209 and 1208 are logged in the event log. The customer performed the performance verification test to address the reported problem. The unit successfully passed the required performance verification test. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported errors: low o2 pressure and o2 not available alarm. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.